Event description:
Fill volume: 600 ml . Flow rate: 8ml/hr. Procedure: unknown. Cathplace: unknown. Infusion start time: unknown. Infusion stop time: unknown. Drug: 0.2% ropivacaine. It was reported that the pump emptied 24 hours sooner than expected. The patient experienced pain after the pump was emptied and was given oxy/acetaminophen more often than anticipated. Additional information has been requested but not yet received.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 09 mar 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of 22 mar 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received 14 mar 2022: procedure: left acl repair. Cathplace: tuohy 9cm. Infusion start time: (B)(6) 2022 between noon and 1pm. Infusion stop time: (B)(6) 2022 in the evening, exact time unknown.

Manufacturer narrative:
One used pump with extension set and catheter was received for evaluation. Flow testing of the various flow rates via the select-a-flow (saf) revealed that the pump was working within specification. The complaint could not be confirmed as reported. No root cause could be determined. The device history record for lot 20066764 was reviewed and the product was produced according to product specifications. All information reasonably known as of 11 apr 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.